Event description:
Terrible pain down his whole right leg [pain in extremity]. Difficult to get around [mobility decreased]. Plantar fascilitis of left heel [plantar fascilitis]. Swelling on right side of knee [joint swelling]. Right leg is much worse [device ineffective]. Case description: spontaneous report was received on (B)(4) 2011, from a consumer regarding an (B)(6) male patient, initials (B)(6), with osteoarthritis. The patient's medical history included previous treatment with synvisc-one, one year ago. On an unspecified date in (B)(6) 2011, the patient initiated synvisc-one, 6 ml in the right knee. Since receiving synvisc-one, the patient experienced terrible pain down his whole right leg that made it very difficult to get around and carry out daily activities. The patient also stated that his "right leg is much worse" than before receiving synvisc-one. The patient also experienced swelling on the right side of his knee and developed plantar fascilitis of the left heel. Treatment included a cortisone injection. The action taken with synvisc-one was not provided. The patient's outcome was not provided. Concomitant medications were not provided. The qa (quality assurance) investigation results were received on (B)(6) 2011. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Manufacturer narrative:
The benefit-risk relationship of the product was not affected by the report. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.